Event description:
It was reported that the patient experienced inflation issues with an artificial urinary sphincter (aus). A replacement surgery was performed and the cuff was downsized from 4.5 cm to a 3.5 cm component. Upon explant, there was no air or holes observed. There were no patient complications reported.